Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other proglide device referenced in describe event or problem is being filed under a separate medwatch manufacturer report number.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using two proglide devices via a 6f sheath after a right coronary arterioplasty interventional procedure. A femoral angiogram was not taken. Reportedly, a suture break occurred with both proglide devices. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported suture break was confirmed as a needle to cuff miss/suture retrieval issue was observed. It should be noted that the perclose proglide instructions for use states: perform a femoral angiogram to verify the location of the puncture site. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.